Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093470. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Batch: 29238912 and 29206283.

Event description:
It was reported that the patient experienced inadequate therapy, very little tremor control, due to the suboptimal placement of the left deep brain stimulation (dbs) lead. The patient underwent a revision procedure in which the lead was replaced with a new lead, malfunction was not suspected. The locking mechanism on the burr hole cover was also replaced. It is unclear which of the two leads and two burr hole cover was replaced. The devices were retained by the facility and will not be returned for analysis.